Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of sensor end. The customer's blood glucose level was 6.8 mmol/l at the time of the incident. The customer stated that there was no needle at the end of the sensor. The customer stated that she had 2 bad calibration errors. The product was not returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bbs test as the sensor is beyond its expiration date. Also found one of three sensors with cannula retracted at base of sensor. Unable to confirm customer received sensor in said condition due to customer returned opened/used.